Manufacturer narrative:
Product complaint # (B)(4). Only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What stapling device was used with this reload? Was buttressing material used? What color cartridge was used for each step of procedure? Were there any staple formation issues identified throughout the care of the patient? How was the bleeding identified? What was the approximate blood loss? Was a transfusion required? How was the post-operative bleeding addressed? What is the current patient status?

Event description:
It was reported that the surgeon had 3 patients form the same day who all 3 had an issue with post surgery bleedings. It involved patients from 3 different types of surgery; a laparoscopic sleeve gastrectomy, a laparoscopic mini gastric bypass and a laparoscopic conversion of gastric band to gastric bypass.